Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system does not start. Review of logfiles showed power related issues. Upon functional analysis, fse identified that f4 of ny1 board blown issue. During troubleshoot fse checked hospital supply 480 vac which was ok, it was observed that 230vac not present of fan tray and 20a fuses on ups power board: f4 was defective. Fse tried to replace f4 fuse but always blown. Fse then crosschecked with power and fan tray and identified same problem of f4-ny1 blown. Fse then bypassed the ups and was able to turn on the system. To resolve the issue fse replaced the ups 1phase data integrity controller sp. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the ups 1 phase data integrity controller sp and the power distribution unit f20 fuse which returned the device to use in good working order.